Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: no defect was found. Unable to duplicate the complaint. The last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. The tdd¿s add up correctly reflect and user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a bg of 54 mg/dl with unsteadiness on walking, was shaky with a headache. Patient had discontinued pump use. Patient received no unusual treatment. During troubleshooting, customer support found that the pump is not calculating recommended bolus total correctly. This complaint is being reported because the patient experienced hypoglycemia and incorrect calculation issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.